Event description:
It was reported that, during holmium laser enucleation of the prostate (holep) procedure, the fiber snapped at the body approximately 10 minutes into procedure. The fiber was replaced, and the procedure was completed using another of same model with no patient complications. This complaint is for fiber of 2nd holep procedure.

Manufacturer narrative:
The device is not available for analysis. Therefore, no physical analysis of the product could be performed. However, the image provided showed that the fiber had a body break. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break. Therefore, the reported allegation was confirmed. Based on the information available, the investigation was assigned the conclusion code of cause traced to component failure.

Event description:
It was reported that, during holmium laser enucleation of the prostate (holep) procedure, the fiber snapped at the body approximately 10 minutes into procedure. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.